Manufacturer narrative:
This reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device had no issue passing the guidewire through the needle. The device involved in this complaint has been verified to be of normal product; therefore, is not a reportable event.

Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender access wire would not fit into the needle. They had to replace the wire with another wire. The estimated blood loss was less than 250cc. The patient was stable, and the procedure outcome was successful. Additional information was received on 09mar2021. The procedure being performed was a radial heart catheterization (hc). The replacement wire was a terumo wire. The replacement wire did fit into the needle. There was no noticeable damage to the wire or needle. Hemostasis was successfully once the wire was replaced.